Event description:
69 year old male with history of cad, pad, hyperlipemia, osa, chronic systolic hear failure, type 2 dm, a-fib, skd, morbid obesity, aaa, carotid artery stenosis, pacemaker/ICD placed on (B)(6) 2022, pulmonary htn, ischemic cardiomyopathy. The patient underwent a planned insertion of a cardiomems as an outpatient on (B)(6) 2022 for ongoing management of his heart failure. The procedure occurred without incident and the patient was discharged home the same day. The following day the provider's office was checking for downloaded data from the cardiomems and called the patient. They were informed by the patient's family that the patient had expired the previous night. An interrogation of the patient's pacer/ICD was requested. Interrogation determined that pacer ICD was functional. Provider indicated implantation of cardiomems was uncomplicated. This is being submitted for awareness of patient death shortly after procedure. Uncertain if product played a role. FDA safety report ID # (B)(4).